Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient thinks the implant was turning off on its own because she has had to turn stim on a couple times with no explanation why it's off. Patient services reviewed on/off buttons on side of pp, but patient stated she doesn't think that is what turned it off. Patient stated she feels stim now and it was working because she already turned it back on. There was no symptom reported. There were no further symptoms or complications reported or anticipate.